Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was notified that during the reported event, the customer did not have the console with the cart. They only had one battery on the console and the power supply in 2nd battery well. After checking diagnostics it was noticed that the device ran out of battery power. The fse then completed full functional and safety tests per factory specifications. The iabp passed all tests performed and was returned to customer and cleared for clinical use. Full event site name: (B)(6).

Event description:
It was reported that during transport the cardiosave intra-aortic balloon pump (iabp) batteries were not charging. There was no patient harm and no adverse event was reported.